Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating. In addition, it was reported that the wake button was delayed in responding to touch. There was no adverse impact to customer's blood glucose level. Customer declined further troubleshooting for the issue with tandem technical support, therefore no additional information was obtained.